Event description:
The olympus representative on behalf of the customer reported to olympus, the single use 3-lumen sphincterotome v knife wire broke during energization in a duodenal papillotomy (est) case. The issue was found during a therapeutic est procedure, the procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the knife wire was broken. Near the break, the wire sheathing was charred black and damaged. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 7 months since the subject device was manufactured. Based on the results of the investigation, a likely mechanism causing the broken cutting wire might be the following: 1. The device did not protrude enough from the endoscope until the rear end of the cutting wire was in the field of view. 2.due to the situation of ¿1¿ description, the cutting wire and the endoscope were close to each other. 3.the output was activated in state of ¿2¿ description, this might have led to an electrical discharge between the cutting wire and the distal end of the endoscope. 4.an electrical discharge possibly occurred, and the cutting wire became hot instantly, that might have caused the cutting wire to break; however, a definitive root cause could not be established. The following information is stated in the IFU (instructions for use) which may help to prevent the issue: since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the cutting wire is very short, the output is too high or activated while the cutting wire touches metal parts of the endoscope, or the cutting wire is tightened too strong. When the cutting wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the cutting wire will be pushed out toward the papilla or move sideways. If the cutting wire breaks off, stop the output immediately and pull the slider completely to retract the broken cutting wire into the tube. Then withdraw the sphincterotome from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct, and/or damage of the endoscope could result. When inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material. Do not activate output while tissue is in contact with the torn or damaged coated portion of the distal end. If output is activated while tissue is contacting the torn or damaged coated portion due to insertion into or withdrawal from an endoscope, leakage current, decreased output, and/or thermal injury could result. If you feel the cutting is blunt, withdraw the device from the scope to examine if there is any peel off and tear at the coating portion. Olympus will continue to monitor field performance for this device.